Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10727. It was reported that patient lost stimulation due to high impedances. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.